Event description:
Dilatation balloon/catheter failure broke, which created a foreign body. The foreign body was retrieved at the completion of the procedure. The was no harm or retention of material by patient. After multiple wires and balloon used for angioplasty, this balloon was introduced and advanced. Angioplasty of the left cephalic vein was performed. Noted there was a small focal high-grade narrowing. During inflation this did not resolve and ultimately the balloon burst with a small portion of the balloon retained within the vessel. The majority of the balloon was removed. An over-the-wire snare was introduced and advanced. The balloon fragments were removed.